Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has been receiving inaccurate fill estimates since loading a new cartridge on (B)(6). Customer did not receive an accurate fill estimate despite reloading the cartridge, but received a minimum fill notification. After waiting for the insulin to reach room temperature, the customer loaded a new cartridge with insulin, but the pump declared a minimum fill requirement. Then the customer loaded a new cartridge with room temperature water and the pump declared the minimum fill requirement again. Customer reported waking up to a low blood glucose level of 58 (mg/dl) and ate cereal to stabilize bg level. Customer will administer shots as backup therapy until replacement pump is received.